Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6). (B)(6). A batch record review indicates no discrepancies. No samples or photograph has been received for this complaint. Batch record review was conducted resulting in following: uno drain fix s (25/200)ster int in question was manufactured under sap material ID: 1301277, ref: 680 m and manufacturing lot # 1c03888 in april 2021. Product manufactured on center c2 on machine p013, with total lot amount 84 000 pieces. Packaging was done on machine p013 according to the process instruction pi41-013 for packing of sterile securements products. During packing of product 1301277, lot 1c03888 were used subassembly product drain-fix sm drs final assembly bulk - sap code 1258406, lots 1a03780, 1b03635 and 1c00894, manufactured on machine c080. The production process, in-process control, testing result, packaging of products run according to the process instruction pi41-017 for subassembly process drainfix. Visual inspection of securement products according to tm-296sk was performed by quality assistant on beginning of order, on beginning of every shift and after every hour. Lot # 1c03888 was sterilized under lot 2173-18674a and released based on the review of results of sterilization provided by sterilization company steris. All the results were within specification and products were released in compliance with sop-000801. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release has been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. No nonconformity has been registered for used raw materials. No other similar complaint was received on the lot. There is not enough information to conclude the product did not meet specification and perform as intended. During production of lots 1a03780, 1b03635 and 1c00894 was used raw material sap code 1256550 with batch numbers y12, y13 and y14. Incoming inspection for material 1256550, lots y12, y13, y14 was in accordance with material specification mt12-032. Materials were released based on control of certificates. Certificates were reviewed and they were in accordance with mt12-032. Peel adhesion test and adhesive weight are also in accordance with specification mt12-032. Based on the investigation results the issue is considered to be isolated. We will monitor if there is rising trend of complaints related to the issue in question. This issue will be monitored through the post market product monitoring review process to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Manufacturer narrative:
Device 1 of 1. (B)(4). (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the complainant that the "border edge itself releases(detaches) quickly after fixation". It is reported to occur "within the first 24 hours after application". It is reported that the skin prior to application is "very dry and smooth", "conditions should therefore be very good for a good fixation". The hydrocolloid plate of the dressing that is reported to have the defect. No reported harm to the patient, no photographs received depicting the reported complaint issue.